Manufacturer narrative:
Should additional information regarding this event become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead became dislodged. No additional details were available. No additional adverse patient effects were reported.